Event description:
Coil was positioned in a less than ideal position, then snared and attempted to remove at which time the mandrel fractured and the coil elongated. The distal end of the coil remained in the spleenic artery white the remaining portion of the coil extended down the descending aorta. More coils were placed in the spleenic artery and the embolization procedure was completed. No additional medical procedure were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
(B)(4) - unraveled is not listed in the instructions for use. Per specification, quality control inspects for proper coil length, curl diameter, securement of end coil and distal welds. An IFU is supplied with every device. The IFU lists the contraindications, warnings, precautions, and instructions to properly use the device. Additionally, the IFU contains the following warning: "positioning of embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible." No product was returned to assist in our investigation. Quality control personnel inspect the embolization coil for proper coil length, curl diameter, and securement of end coil and distal welds. An IFU is supplied with the device that lists the warnings, contraindications, precautions, and instructions to properly use the device. Additionally, the IFU contains the following warning: "positioning of embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible." It is feasible to suggest that the failure was due to an improperly placed coil which was trying to be snared and as procedurally related. In the complaint description the customer states that the mandrel has broken, however, these device do not contain a mandrel wire as they were not designed to be retrievable and should only receive compressive force during delivery. We will continue to monitor for similar complaints and have notified the internal personnel. Per the conclusion of quality engineering risk assessment (qera), no further mitigating actions are necessary at this time.